Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead was surgically abandoned because of loss of capture. This lead was successfully replaced. No additional adverse patient effects were reported.